Event description:
It was reported that a patient underwent an ablation procedure with thermocool smarttouch sf catheter and there was a hole in the packaging issue observed. The packaging of one catheter was defective. There was a hole in the packaging. No patient consequence. Additional information was received. There was physical damage to the packaging. There was no damage noted on the catheter, but the catheter was therefore, non-sterile.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The pictures were reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with thermocool smarttouch sf catheter. The packaging of one catheter was defective. There was a hole in the packaging. No patient consequence. Additional information was received. There was physical damage to the packaging. There was no damage noted on the catheter, but the catheter was therefore, non-sterile. The device evaluation was completed on 12-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis of the returned catheter revealed no damage or anomalies on the device. It was requested to return all the packaging (tray, box, labels) as well as the product, but no packaging and pouch were returned for further analysis; however, according to the pictures provided by the customer, the pouch of the device was found open. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The open pouch issue reported by the customer was confirmed. The potential cause of the pouch condition could be related to the shipping of the device to the hospital prior to the procedure: however, the packaging and pouch were not returned and it can not be conclusively established. The catheter instructions for use (IFU) contain the following recommendations: do not use if package is opened. Do not use if package is damaged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).